Manufacturer narrative:
The last calibration performed on (B)(6)-2020 had acceptable results. The last qc run had acceptable results. The investigation determined that the field service engineer's service actions resolved the issue.

Manufacturer narrative:
The field service representative performed checks and replaced the heat cut filter and lamp. He also adjusted the gear pump pressure, replaced the sample probe and syringe seals. He ran a precision, mechanism check, and diagnostic check with results being within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable alp2 alp ifcc gen.2 results for 1 patient sample, hapt gen.2 results, altl alanine aminotransferase - pyridoxal phophate activated, ggt-2 gamma-glutamyltransferase ver.2 - standardized against szasz results for 1 patient sample, and altl alanine aminotransferase - pyridoxal phophate activated and ggt-2 gamma-glutamyltransferase ver.2 - standardized against szasz results for 1 patient sample on a cobas 6000 c501 module. Patient 1 (sample ID unknown) alp results: the initial result was 85 u/l. The initial result was reported to another laboratory and the sample was repeated on a different analyzer. The result was 170 u/l. The sample was repeated on the same analyzer as the initial result and the repeated result was 169 u/l. Patient 2 (sample ID: (B)(6)) alt results: the initial result was 36.8 u/l. The repeated result was 90.2 u/l. Ggt results: the initial result was 158 u/l. The repeated result was 399 u/l. Hapt results: the initial result was 28 mg/dl. The repeated result was 60 mg/dl. Patient 3 (sample ID: (B)(6)) alt results: the initial result was 9.8 u/l. The repeated result was 22.5 u/l. Ggt results: the initial result was 12 u/l. The repeated result was 32 u/l. The repeated results were believed to be correct for all of the samples. The results were reported outside of the laboratory. The alp reagent lot number is 48012501 with an expiration date of 31-mar-2021. The alt reagent lot number is 45923101 with an expiration date of 31-apr-2021. The ggt reagent lot number is 47998901 with an expiration date of 31-jan-2021. The hapt reagent lot number is 48372501 with an expiration date of 28-feb-2022.